Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
It was reported that the implantable neurostimulator recharger (insr) was not charging. The connector pin came out/broken cord connector. The implantable neurostimulator (ins) was also noted to be dead. The dead ins was noticed the day prior to this report. The last time the patient charged was (B)(6). No follow-up was required as all needed information was provided and no patient symptoms were reported. The indication for therapy was non-malignant pain and complex reg pain syndrome type ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.